Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the tension spring components are not inside deployment tube. The length measurement of the deployment tube is out of specification. The complaint is confirmed. (B)(4).

Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring seals did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No patient complications were reported by the hospital.